Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During a 4-5 hour intra-operative case the foot control displayed an error. The foot control worked well for 2 hours then started to display "error 6" every time the surgeon pushed the pedal. Procedure delayed by 15-20 minutes while alternative equipment was brought in for use.